Event description:
No serious injury is alleged. The resident was being transferred from a bed to a shower chair using a rpl450-1 patient lift and r116 sling. The lift was 3 feet off the ground and two cna's were beginning to lower the resident to the chair when the loop on the sling allegedly snapped. The resident allegedly fell to the floor and hit her head on the base of the lift, causing a laceration around her ear and a bruise on her upper arm. The resident was treated and no other injuries are alleged. The facility alleges the sling loops appear to have unraveled, but did not completely rip. The facility states they do not use bleach when cleaning their slings.

Manufacturer narrative:
RMA (B)(4) has been issued for the return of this sling. For invacare patient slings user manual part no 1023891 provides warnings, cautions and instructions for the care and maintenance of the sling. It is not known if the consumers have fully read and understand the user manual. On page 2 a warning is provided to assure that the user has fully read and understands the user manual. "Do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." It is not known if the consumers followed the laundering note found on page 6 of the user manual. "Note: laundering should always be done with dark colors. The sling should be washed regularly in a water temperature not to exceed 180°f (82°c). Do not bleach. Air dry or dry at low temperature. Inspect with each use. Refer to tagged washing instructions on the sling." It is not known if the consumers inspect the sling after laundering the sling as described in the warning on page 6. "Page 6 - warning - after each laundering (in accordance with instructions on the sling), inspect sling(s) for wear, tears, and loose stitching. Bleached, torn, cut, frayed, or broken slings are unsafe and could result in injury. Discard immediately."